Event description:
Procedure: low anterior resection. According to the reporter: after three days post operatively, a leakage occurred and the anastomosis was destroyed. Nothing was done to correct the problem; they waited and the bleeding stopped. There was no reinforcement material used. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no blood loss of 500cc or more. There was no extension of surgical time more than 30 minutes.

Manufacturer narrative:
(B)(4).